Manufacturer narrative:
Correction: please retract this report 2017865-2021-30418, the same issue was previously reported as 2017865-2021-29384.

Manufacturer narrative:
The reported events of low lead impedance and insulation anomaly were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. The damage was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance and insulation damage. The rv lead was extracted and replaced. There were no patient consequences.